Event description:
In october 2004, the patient reportedly fell after which they developed a serious subcutaneous infection. The patient did not wear the external equipment for several months. In 2005, x-ray confirmed erroneous placement of the magnet. Five days later, the surgeon successfully placed the magnet into postion. The patient's device remains implanted.